Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture 18-oct-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system extract transform load was down. A technical support specialist advised customer to follow knowledge article 000016166 to disable or implement proper exclusions in sentinel one to resolve the issue. The system functioned as intended after a troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ es server was down, and reports couldn¿t be printed due to an unexpected error. After they rebooted, viewer was back online, but etl was down for over 5 hours. Report printing from the server remained unavailable. This impacted patient care as they did not have access to up-to-date refill reports. There were no adverse events or injuries reported based on this incident.